Manufacturer narrative:
The output of the ac adapter was measured and found to be outside specifications. The overvoltage condition caused excess current through the transient voltage suppressors on the circuit board eventually leading to burning of the circuit board and shorting of the main power connector. This MDR is being filed as part of retrospective review for reportability.

Event description:
The facility alleged a nurse brought the pump in the room and turned it on. The pump alarmed and the nurse used gravity feeding instead of the pump. The nurse turned the pump off. This happened within a time period of approximately 20-30 minutes. The pump was left in the room. After about an hour, the nurse noticed a strong smoky smell in the room of the resident. Staff reported little flames/sparks came out of the pump. The pump was immediately unplugged. The resident was not harmed in any way.